Manufacturer narrative:
The device, was used in treatment was returned for evaluation, establishing a relationship between the reported event and the device. Visual inspection was performed and showed no damage. The functional inspection was performed and showed the device displayed an error 31 device failed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history file contains further instances related events of the reported events. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further action is required. The root cause is determined to be a corrupt software on the sd card. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that during npwt utilizing renasys go, the message of device failed was displayed on the screen, was planed to switch to gauze treatment and then prepare a backup device. There was no patient harm. No delay information. The device will be returned to jp local service for evaluation. The results will be shared after its completion.